Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR reports: 1627487-2013-18615, 18616. The pt reported experiencing uncomfortable persistent pain at the ipg and lead sites with stimulation on and off as well as random sharp stinging pain at the ipg site. The pt also indicated she experiences uncomfortable heating at the ipg site with stimulation on and off, but not while charging. Additionally, the pt experiences ineffective stimulation. The pt desires to have her scs sys explanted.